Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory alert. Premature battery depletion was observed. The device was explanted and replaced. The patient did not experience any adverse events.